Event description:
The customer reported failed rate accuracy. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they performed preventive maintenance. Replaced ail assembly, left and right iui. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 16mar2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service was unable to determine the probable cause of the reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported failed rate accuracy. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. The affected device has been received and an evaluation is pending.

Event description:
The customer reported failed rate accuracy. There was no patient involvement.

Manufacturer narrative:
The reported problem was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they performed preventive maintenance. Replaced ail assembly, left and right iui. Based on the findings, service was unable to determine the probable cause of the reported issue. A review of the device history record showed the device had a manufacture date of 16mar2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported failed rate accuracy. There was no patient involvement.